Manufacturer narrative:
(B)(4). It has been reported that the device will not be returned for evaluation nd no lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar complaints. At present, we consider this complaint to be closed. Refer to MDR 1226348-2018-10434 for information regarding the additional device reported in this event.

Event description:
As reported by the affiliate, a microsensor and icp express gave erratic readings. The microsensor gave variable readings and to rule out icp express unit malfunction, another unit needed to be borrowed from a nearby facility. Ultimately the surgeon replaced the sensor with another. The second microsensor needed to be repositioned, then worked correctly. The delay was over an hour.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The serial number has been provided. Upon completion of the investigation, a follow-up report will be provided.

Manufacturer narrative:
The sensor was returned and evaluated by the supplier. Visual examination found no damage to the sensor, catheter material or connector. The device passed electronic, noise, linearity/hysteresis, and signal drift tests. A review of quality records found that the device met all manufacturing and quality testing/inspection specifications. Based on the evaluation, the reported issue could not be confirmed. The device functioned as intended. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.